Event description:
Procedure: colectomy. According to the reporter: the device made a creaking noise and the sulu cannot be closed. Ten different sulus were used and the operation lasted 6 hrs 15mn. The operation time was increase by more than 1/2 hour, the staplers were applied but there was no stapling as the loading units would not close completely.